Event description:
It was reported that a volume discrepancy occurred; the actual residual volume (arv) was greater than the expected residual volume (erv). The specific volumes were not provided, however, it was noted at refill, that the health care provider (hcp) got 4ml extra back when the old medication was pulled out. It was indicated that the hcp was thinking about turning the pump off due to the patient having end stage alzheimer's and not wanting to have surgery as well as the pump nearing end of life. The outcome of the patient and the event was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# l71604, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).